Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
This senior medical affairs specialist (smas) spoke briefly with the pt/layperson in 2009, and called later in the day at her request. The pt has not responded to this third call. The complaint is classified based upon info the pt gave to a customer care advocate (cca) on the month prior, as she was unable to recall specifics on original date. The pt alleged the following. The pt, who has been using a one touch ultrasmart meter for at least two yrs, reported that the meter had been going only to the logbook function rather than to the testing mode since late 2008. During troubleshooting, the issue was resolved when the cca learned the pt turned on the meter before inserting a test strip, the incorrect technique. Although the pt indicated she had other onetouch meters, she did not specify whether she was also using them. It is unclear whether the pt began having symptoms before the perceived issue began the same day, or one day after. Nor is it known what blood glucose results she had been obtaining before that day. Unable to test, the pt reportedly cut her lantus from 20 units to 10 for three days "because I didn't want to go low". The pt did not specify the amount of apidra taken or not taken. The pt began vomiting and had diarrhea. She stated, "I did take my insulin because I started going into deep sleep, into that coma." The pt was transported to ER by ambulance approx three days later, where her venous blood glucose was reportedly 1,100 mg/dl. The pt was treated with IV insulin and remained in the hosp and ICU until after (eleven days later). The complaint is classified as a serious injury due to the pt's allegation that she was hospitalized for hyperglycemia when unable to test. The products were replaced.